Manufacturer narrative:
The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and was unable to clear it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.